Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was was received for evaluation. Visual and functional testing were performed. Visual inspection found that the top case was broken, there was a broken right plunger case and no battery was returned with pump. Functional testing found the reported problem was able to be duplicated. The root cause of the reported issue was that the position pot was not reading; tab was broken as a result of the customer impact to the device. Replaced position pot. This MDR was generated under protocol (B)(4). (UDI) is unknown. No information has been provided to date.

Event description:
It was reported that it alarmed empty syringe when it was full. No patient injury was reported.